Manufacturer narrative:
Date of submission 07-feb-2018 the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: a review of the pump black box data showed evidence of an unexplained pump reboot following the clearing of a eaw 128 replace battery alarm. During a visual inspection of the pump, the battery compartment was found to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination inside battery compartment. The returned battery cap was unable to secure properly to the pump. The battery cap contact dimensions measured within specifications. A leak test was performed and showed a leak at the battery compartment crack. During investigation, the pump powered on with auditory and vibratory features indicating that the pump had power. Further testing was not able to be performed due to a eaw 128 replace battery alarm. The pump case was removed, and no evidence of additional moisture was found inside the pump. The complaint of intermittent power was not duplicated, however, the damage to the pump was confirmed. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.